Event description:
It was reported that the handpiece began overheating during an oral surgery. There was no reported patient or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with the driveshaft, motor, and bearings, which were each replaced along with other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.